Manufacturer narrative:
Upon troubleshooting with customer technical support (cts), the customer replaced a new reagent syringe to resolve the issue. A beckman coulter field service engineer (fse) evaluated the instrument and confirmed no further leaks.

Event description:
The customer reported their unicel dxc 800 pro synchron system generated cartridge chemistry cuvette not dry error and leaked on both reagent probes. There were erroneous results generated for cholesterol (chol), triglyceride (tg) and high density lipoprotein (hdl) for one patient. The erroneous results were reported out of the laboratory but later amended. There was no change to patient treatment. Leaked fluid was less than three milliliters (<3 ml) and contained under the reagent probe. The operator wore a lab coat, gloves and goggles while operating the instrument. No one needed medical attention.